Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: journal of pelvic medicine and surgery. 2009 apr; conference: 35th annual scientific meeting of the society of gynecologic surgeons. New orleans, la united states. Conference publication: (var. Pagings). 15 (2):66. (B)(4)

Event description:
It was reported via journal article: ¿title: vaginal sacral colpopexy¿ author(s): hanes c.r., long f.h. Citation: journal of pelvic medicine and surgery. 2009 apr; conference: 35th annual scientific meeting of the society of gynecologic surgeons. New orleans, la united states. Conference publication: (var. Pagings). 15 (2):66 the study aimed to present a vaginal technique combining the single apical fixation point of sacral colpopexy with tension-free coverage of anterior and posterior compartments extending to the urethrovesical junction and the perineal body respectively. Between aug2007 and aug2008, 16 patients with apical prolapse (>stage 1) where 2 patients were abandoned due to bleeding and colon injury, leaving 14 patients who underwent vaginal sacral colpopexy. Anterior and posterior compartment coverage with polypropylene graft (gynemesh ps) was individualized. No fixation sutures were used in the vagina. One patient had small erosion in the anterior vagina which was successfully treated conservatively. For at least 3 months post-surgery, one patient had recurrent cystocele (from anterior failure). All the features of the procedure may result in a lower incidence of graft erosion, pelvic pain and recurrent prolapse.